Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the atrial lead could not be fully inserted into the header of the implantable cardiac defibrillator. Despite using silicone oil, the lead could not be inserted. The implantable cardiac defibrillator was replaced and the lead was able to be inserted into the new device without issue.